Manufacturer narrative:
Manufacturer's investigation conclusion: although low speed and pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from on (B)(6) 2019 and through on (B)(6) 2020. The log files captured low speed and pump stop events from on (B)(6) 2019, while the patient was supported by the power module. No further low speed or pump stop events were observed until on (B)(6) 2020, when the events began to occur and continued to occur until on (B)(6) 2020. The low speed and pump stop events observed from on (B)(6) 2020 occurred while the patient was supported by battery power. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear potentially consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on 25nov2019 under work order#: (B)(4) and approximately 21¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. No damage was observed to the outer silicone jacket. The bionate layer had slight discoloration, however, no damage was observed. Lastly, the metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed slight kinking on the wires at approximately 7¿ and 9.5¿ but no evidence of any breaches or damage to the wire insulation or underlying conductors in that location. The remaining wires had no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, a request was sent asking if the patient experienced further pump stoppage events. No information was provided; however, on (B)(6) 2019, the customer submitted another log file, which showed continued pump stoppage events while the patient was supported by battery power. Multiple requests for information regarding the event were sent to the account; however, no information was provided. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6) with no further reported events. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the hospital for unknown reasons. During admission, x-ray images were taken of the driveline. Log file analysis noted the patient had additional pump stoppage events post external driveline repair. The patient was supported by battery power during the events. No further information was reported.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Additional information was requested but not provided.

Event description:
The patient presented with pump stops while supported on ac and battery power.. Log file analysis were reviewed and a driveline fracture was confirmed. The abbott engineer performed a splice repair of the external driveline. The patient was monitored for 24 hours following the splice to monitor the return of alarms. The patient was administered IV antibiotics for a recurrent multi-drug resistant pseudomonas bacteremia. The patient was upgraded to status 2 for heart/kidney transplant. The patient underwent a successful transplant.

Manufacturer narrative:
H6 additional. B5: additional information reported. The additional information was reported under user facility report: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log files contained data from on (B)(6) 2019 through on (B)(6) 2020. Multiple low speed and pump stop events were observed throughout the files. The low speed and pump stop events were observed while the patient was supported by both the power module and while on battery power. It was noted that a driveline repair was performed on 15oct2019, and additional low speed and pump stop events were observed after the repair. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 21¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. No damage was observed to the outer silicone jacket. The bionate layer had slight discoloration, however, no damage was observed. Lastly, the metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed slight kinking on the wires at approximately 7¿ and 9.5¿ but no evidence of any breaches or damage to the wire insulation or underlying conductors in that location. The remaining wires had no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was ultimately received a transplant on (B)(6) 2020. (B)(6) was returned assembled with the driveline cut approximately 1¿ from the pump housing and the distal portion of the driveline was returned measuring approximately 33¿. Evidence of the previous driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the device. The outflow elbow, sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were returned detached from the pump. The pump appeared to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Examination of the sealed inflow and outflow conduits revealed no adhered depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly also revealed no adhered depositions or thrombus formations that would have contributed to any functional issues. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket for each segment of the driveline. No damage was observed to the bionate layer of the driveline segments. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, a breach was observed to the orange, brown and black wires approximately 31¿ from the metal connector. Although a specific cause could not conclusively be determined, the observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a grounded power source, the resulting electrical short to ground would have resulted in the low speed and pump stop events on the power module that were confirmed via the submitted log files. In addition, a phase-to-phase short would have occurred if the exposed conductors from any of the wires made direct or simultaneous contact with each other or the metal braided shield while the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a low speed and pump stoppage event on (B)(6) 2019 and morning of (B)(6) 2019 while tethered to the power module. The patient had a additional low speed and pump stoppage events on (B)(6) 2019. On (B)(6) 2019, tech services arrived on site to preform a external driveline repair. No further information was reported.